Event description:
In april 2005, baxter's help line received a phone call from nurse at the facility reporting a patient experiencing low blood pressures, nausea, and stomach cramping. The patient was not performing therapy when the symptoms began. The patient is still using the same homechoice machine with no further reports of abdominal pain.